Event description:
An admiral xtreme was used to treat a lesion however, during the procedure, the balloon ruptured during first inflation at unknown rbp. It was reported that the device was inspected and prepped prior to use with no abnormality noted. It was reported that the event did not affect the patient. Evaluation summary: on visual inspection, catheter hub, shaft tube and balloon portion (including also the device tip) do not show any damage or rupture. A 0.035'' guide wire was inserted in the guide wire lumen and negative purging was performed. Bubbles appeared in the manometric syringe. The balloon was then inflated with water using a manometric syringe. It was not possible to inflate the balloon because of a leak from the distal part of the balloon. A small rupture was identified in the balloon, in correspondence to the distal marker band. The dimension of the hole is around 0.7 mm.

Manufacturer narrative:
Evaluation, results, conclusion: root cause of the event remains undetermined. (B)(4).